Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: biomérieux performed broth microdilution ( bmd ) to determine the intended result (reference method used for mem02n development on ast-n195). The obtained result is mem mic = 1 mg/l (s). In parallel, testing was conducted from cba and mck, vitek®2 cards ast-n195 (v7.01), (customer lot cl 565383620 and random lot rl 5650209403). The obtained result is mem mic less than or equal to 0.25 mg/l s whatever the media used, and aes phenotype : hl cephalosporinase. Pcr testing was performed on the strain. The obtained result is : imp, oxa48 like, kpc, ndm neg and vim positive. The strain has a carbapenemase with a low expression (vim positive). The vitek® 2 ast-n195 cards results are an essential agreement error, compared to bmd ref mic (1 mg/l), and without category error. The customer result could not be reproduced internally mic result (8 mg/l). The vitek® cards underestimate the mem mic when compared to bmd, but both methods give susceptible results.

Event description:
A customer in (B)(6) reported to biomérieux a false susceptible meropenem result for an escherichia coli urine sample in association with the vitek® 2 ast-n195 test kit. The customer reported that the initial test with ast-n195 produced a result of meropenem mic 8. The next day the sample was tested twice and the result was mic <=0.25. The sample was also tested with etest® with a result of mic 2. The sample was sent to a reference lab and a metallo-beta-lactamase was detected. The customer reported the first vitek® 2 result was correct and was confirmed with other test methods. The customer reported there was no impact to patient results or treatment. The isolate and test reports were requested from the customer. A biomérieux internal investigation will be initiated.